Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset was performed with guidance, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.